Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Animas was contacted on (B)(6) 2012 indicating that the patient had passed away. The next of kin was unsure of the cause of death and was unaware that the patient used an insulin pump. The reporter indicated receiving notification on (B)(6) 2012 but that the patient was believed to have passed some days earlier. There is currently no indication of the cause of death. In the assessment of the patient conducted on (B)(6) 2012 prior to beginning pump therapy, the patient provided a previous medical history which included hypertension; the patient also indicated having uncontrolled diabetes and reported the latest a1c result of 9.2%. Documentation of the pump training indicated that the patient was using the pump without issue when started on the pump. This report is made because the patient's cause of death is currently unknown and use of the insulin pump could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Additional information: the medical examiner's office (me) contacted animas on (B)(4) 2012 providing additional information about the patient's demise. The me indicated that the office was advised of the patient's death on (B)(4) 2012. The patient was reportedly found dead in the bedroom with moderate stages of decomposition; the insulin pump was not attached to the body when found. The me indicated that the glucose meter found at the scene showed the last entry on (B)(4) 2012 with a reading of 400 mg/dl. The me indicated that the pump and glucose meter were returned to the next of kin.